Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga mold was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: at the time of opening the package, it was observed that the catheter had mold in the connection cone (in the rear chamber of the catheter).

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 2021 was used based on age of patient. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga mold was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: at the time of opening the package, it was observed that the catheter had mold in the connection cone (in the rear chamber of the catheter).